Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that during cataract surgery with intraocular lens (iol) implantation, the plunger did not engage with the iol to advance it. The surgery was completed by backup iol and using a another injector of same model. Additional information has been requested.